Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the monitor is beeping and there is a red x. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx monitor/defib indicating that the device was issuing an alert. There was reportedly no patient involvement. The customer reported that the device was issuing an alert and received an offer of onsite diagnostic service. The customer cancelled their request for service/repair and has stated that the problem is no longer occurring. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer's site. No further action is warranted at this time. H3 other text : customer declined service.